Event description:
Global pharmacovigilance (gpv) received notification on (B)(6) 2012 that the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged on (B)(6) 2012. Per the peritoneal dialysis nurse (pdrn) the peritonitis was caused by touch contamination. The patient is recovering. The pdrn did not believe that baxter products caused the event of peritonitis. No further information was given at this time. On (B)(6) 2012 gpv received additional follow up information from the peritoneal dialysis nurse (pdrn). Treatment included antibiotic therapy with vancomycin and cefapime. The nurse believes that the cause of peritonitis was due to a break in aseptic technique. On (B)(6) 2012 retraining on aseptic technique was performed. Patient recovered in (B)(6) 2012. The nurse reported that the event was not related to the dianeal, the homechoice machine or baxter disposables. No further information was given at this time.

Manufacturer narrative:
(B)(4). The reported problem is confirmed because the nurse reported a break in aseptic technique. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.